Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was interrogated and was found to have a battery status of end of life (eol) upon receipt. Further analysis determined that this battery status was at elective replacement indicator (eri) when initially explanted in 2011. Additionally, device memory indicates that therapy was available at explant. The device case was opened and an external power supply was connected. Electrical measurements were performed which verified no high current conditions were present. Pacing and sensing functions were verified. The cause of battery depletion could not be determined as the device operated normally during the analysis.

Event description:
Boston scientific crm received information that this device was explanted and returned with no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue concerning battery longevity. This device is included in a related premature battery depletion advisory, shortened replacement window ((B)(6) 2007).